Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Concomitant products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a unspecified saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.